Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (500 mcg/ml at 488.91 mcg/day) and bupivacaine (15 mg/ml at 14.667 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had their pump and catheter replaced on (B)(6) 2023. A few weeks after replacement surgery, the pocket started accumulating fluid. The surgeon drained and sent for analysis on (B)(6) 2023. The results of the aspiration were negative for infection. The patient went to their managing physician on (B)(6) 2023 and again, they drained fluid from the pocket. The patient had exploratory surgery on (B)(6) 2023 and the surgeon discovered cerebral spinal fluid (csf) draining to the pocket following the catheter coming from the spine. He put a couple sutures around the site and then opened the spine area to view and see if he could find origination of the csf leak. The surgeon was not able to find any leaks. The surgeon filled spine site with dura seal and closed up. No further issues to report at this time. The environmental/external/patient factors that may have led or contributed to the issue was the previous replacement surgery on (B)(6) 2023. The issue was resolved at time of report. The patient's weight and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2023, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated that the initial pump and catheter replacement that took place on (B)(6) 2023 was due to an unsuccessful catheter dye study. It was reported they chose to replace pump at same time of replacing catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.